Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tight circumflex artery. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent was caught by the distal end of another stent implanted in the left anterior descending (lad) artery and the proximal end of the 2.25 x 12 synergy ii stent became mangled. The device was removed and a 2.5x12 emerge balloon catheter was advanced for pre-dilatation. Subsequently, a promus stent was successfully implanted and the procedure was completed. No patient complications were reported.